Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred.

Event description:
It was reported via medsun: the patient continued to have abdominal distension the day of the incident for which an abdominal ultrasound was performed which showed "florid inflammatory changes noted in the right lower quadrant with aperistaltic thick-walled tubular structure present. CT of abdomen and pelvis with intravenous contrast is recommended to better assess the etiology of the tubular structure with associated inflammatory changes." CT scan with IV contrast was performed, contrast pushed through the PICC/midline catheter [peripherally inserted central catheter]. The resulting image showed, "contrast material instilled within the anterior pelvis consistent with an extraluminal placement of the catheter tip." I was informed immediately upon this finding and the patient was immediately brought back to the picu [pediatric intensive care unit]. The patient remained on bipap [bilevel positive airway pressure] settings without escalation in respiratory support. The abdomen upon arrival was soft, mildly distended, but appeared non-tender. Pediatric surgery and vascular surgery were both consulted and agreed to keep the catheter in place until the morning. Previously infusing ppn [peripheral parenteral nutrition] was switched to infuse in another piv [peripheral IV line]. Lovenox, which had been scheduled for a newly discovered thrombus, was discontinued. The leg and abdomen were closely examined serially throughout the night. The leg's peripheral pulses remained 2+ with capillary refill <2 seconds, and the color remained pink and warm. The abdomen remained soft, with the same mild distension. Patient passed a bowel movement in the morning. The incident was disclosed to the parents immediately upon the patient's arrival to the unit. The plan to keep the catheter in place until the morning and to hold any additional lovenox doses were relayed to the parents and they were in agreement.